Event description:
A home pt called baxter's technical svc ctr to report that fluid was leaking from their transfer set when they were going to connect to the pt connector of the homechoice set for apd therapy with the homechoice machine. Baxter's operational support rep instructed the pt to contact their healthcare professional immediately. Per pt's rn, pt is brand new to pd therapy and they incorrectly opened the clamp of their transfer set prior to connecting to the pt line of their homechoice set. Rn administered prophylactic antibiotics to the pt that same day and reports no pt injury as a result of the event. The rn has reinstructed this new pt on correct connection procedures.